Manufacturer narrative:
Incidental findings: tear in the outer jacket of the white power cable. Manufacturer's investigation conclusion: the reported event of alarms occurring when manipulating the system controller power cables was confirmed via evaluation of the returned system controller (serial number: (B)(4)). Visual inspection of the returned system controller revealed several kinks on the power cables. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the black power cable was flexed at an observed kink next to the strain relief on the connector side of the cable. No further issues or atypical alarms were produced by manipulating the power cables. The atypical alarm did not affect the controllers ability to operate the mock circulatory loop at the set speed. Testing performed on the power cables revealed that the yellow (alarm out) of the black power cable was broken and shorting to the shielding when the cable was manipulated at the observed kink. The yellow wire shorting to the shielding would result in the observed audio alarm without an associated visual alarm, as there is no true alarm condition active. The outer jacket was removed from the power cables for inspection of the underlying wires, revealing that the yellow wire in the black power cable was completely severed beneath the observed kink and had potential to contact the cable shielding. The log file downloaded from the returned controller contained approximately 1 day of data ((B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms due to a loss of ac power while connected to the mobile power unit (mpu) on (B)(6) 2020 from 16:46:00 to 16:46:12; this is addressed via the mpu investigation. The system controller backup battery supplied power to the system without issue during the loss of external power and pump function was not affected. The driveline was disconnected on (B)(6) 2021 at 12:08:36 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be due to power cable damage that resulted in the yellow (alarm out) wire breaking and shorting to the power cable shielding; the root cause of the damage to the power cable could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(4) , was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook under section 5 alarms and troubleshooting and heartmate 3 instructions for use (IFU) under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection what not to do: driveline and cables informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller power cables and states if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 equipment storage and care describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled safety checklists, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was complaining of intermittent tonal alarms from the mpu while being connected. The clinic was able to reproduce the alarms while connected to the mpu by jiggling the patient cables from their system controller and the mpu cables. The mpu was exchanged, alarms still sounded with cable movement. The controller was replaced and no alarms were able to be triggered. These alarms were no external power.